Event description:
It was reported that, upon initial inspection by the customer, the caster wheel was damaged and the brakes would not lock. No patient involvement or adverse consequences were reported.